Event description:
Procedure type: laparoscopic nephrectomy. According to the rptr: during the case, the balloon burst. Torn piece might have fallen into the cavity, but it could not be determined. Surgeon used another device. No additional bleeding. No tissue damaged. Operative time was not extended more than 10 mins. No pt info available.

Manufacturer narrative:
(B) (4)